Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. During evaluation of the device it revealed there were two tears (a, b) located on the posterior view, measuring approximately 0.6 cm (a) and 0.5cm (b). Additionally, a line of shell wear was noted within rupture a and siltex cracking was found in the edges of the tear b. No other anomalies were discovered.a crease/shell wear and siltex cracking are failures which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket, which resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent breast augmentation revision with a mentor siltex round moderate profile 475cc saline prosthesis experienced right sided deflation post procedure. The deflation was confirmed by a physician. As a result, 475cc mentor memorygel breast implants was performed on (B)(6) 2019.